Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: on investigation, the display was noted to have a discolored display screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. Additionally, audio tone was absent from the pump. The pump was opened for further investigation revealing the contacts of the auditory tone unit were misaligned and not able to make full contact with the audio chip.